Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The status of the device is unknown.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, creases fold, wear abrasion, opening curved on radius. And black particles in the fill channel. Leak test and microscopic analysis was performed which identified, opening crease sharp on radius and white biological tissue inner device. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease sharp on radius side assessed, as fold flaw opening.

Event description:
Device has been explanted and replaced.